Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4).

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and topical skin adhesive was used to close incision. One month following the procedure, the patient experienced blisters where topical skin adhesive was applied. The patient was diagnosed with dermatitis. Gentamicin and rinderon vg were administered, however, the patient developed abscess after another month of tardive dermatitis. The patient has been consulted by a dermatologist on (B)(6) 2015. Additional information has been requested.